Event description:
A journal article was reviewed which contained information regarding this system. The patient experienced a pocket infection. The status of the system is unknown. Further follow up did not yield any additional information. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397. Additional information has been received including patient demographics which have been added.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Referenced article: "defibrillation testing during implantable cardioverter-defibrillator implantation in italian current practice: the assessment of long-term induction clinical value (alive) project." American heart journal. August 1 2011;162(2):390-397.

Event description:
A journal article was reviewed which contained information regarding this system. The patient experienced a pocket infection. The status of the system is unknown. Further follow up did not yield any additional information. Additional information received indicated that during a scheduled follow up, a mild effusion in the pocket area was found. No action has been taken, the patient was under observation until the effusion was completely reabsorbed. There were no reported patient complications as a result of this event.